Manufacturer narrative:
All of the buttons functioned properly, however moisture damage was noted on the keypad traces. No button error alarm noted during testing. The device had minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the keypad on the insulin pump was not responding. Issues occurred about a month ago. Customer declined troubleshooting. Customer does not recall blood glucose but was high. Customer was unable to clear the alarm which was how customer noticed keypad anomaly. Customer was advised to discontinue use of the device and revert to back up plan. Customer stated she took out the batter and reinserted and issue was resolved. No further information reported.